Event description:
The device was used during a colon resection procedure. Reportedly, the staples did not form properly and fell into the pt's cavity. The surgeon was able to remove the staples and applied another device to complete the procedure. The hospital has reported no pt injury occurred.